Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 2 of 4. The technical service representative (tsr) instructed the hp to check lines and bags. The hp stated there was nothing unusual noted with the set up. The tsr advised the hp to cycle power to clear alarm and to disconnect using aseptic technique. The tsr reviewed proper procedures per the user manual with the hp. The hp confirmed to notify the nurse (rn) of missed therapy. On (B)(6) 2010, product surveillance spoke with the hp who stated that he did not notice any visible damage or abnormalities with the cassette that was in use. The hp confirmed there were no separations, disconnections, or holes in any lines that may have caused the alarm. The hp stated he was able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient (hp) stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp confirmed there were no separations, disconnections, or holes in any lines that may have caused the alarm. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).